Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested but not yet received: what signs or symptoms did the patient present with that lead to the transfusion? Was the bleeding from an area were the harmonic device was used? How much blood was lost? (Cc¿s) was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Were there any issues noted with hemostasis during the initial procedure? Did the gen11 display any yellow alert screens during the procedure? If yes, what were the screens. How was the device cleaned during the initial procedure? Were you present for the procedure? How long has the surgeon been using the harmonic hd device? Was the surgeon in-serviced prior to using the harmonic hd device? Can we get the generator log? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that approximately 8 hours after a laparoscopic gastric sleeve bypass procedure the patient had internal bleeding requiring 4 liters of blood transfusion. There was no re-operation or reported change to post operative care. The physician noted that there was no sign of bleeding at the end of the procedure and reviewed the tapes to confirm. No device will be returned.